Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma, and anxiety with the product.

Event description:
Patient reported right side "life has become a living hell", "anguish and fear [due to] increase the risk of alcl¿, ¿ health is at risk,¿ "extracapsular rupture", ¿intramammary siliconoma on internal mammary chain¿ and ¿siliconoma on the right axillary hollow¿. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles and white particles in the shell, underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d3, g1, g2.

Event description:
Additionally healthcare professional confirmed rupture.